Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for routine follow up. The right ventricular lead exhibited high thresholds. The lead was capped and replaced successfully on (B)(6) 2016 during the pulse generator changeout. There were no complications during the procedure. The patient was stable post procedure.